Manufacturer narrative:
On may 21, 2021, mentor became aware that patient underwent bilateral removal and replacement with two 375c mentor memorygel breast implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 300cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant was found to be ruptured and received incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 300cc smooth round high profile gel-filled breast implant catalog: 3503004bc lot: 6665267 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. On (B)(6) 2020, patient had an ultrasound performed, confirming left sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.